Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and confirmed that the equipment does not finish switching on. Upon troubleshooting, rse found a cable making false contact at the source, he adjusted it and tried to turn on the equipment, the equipment turned on without any problem, it was left under monitoring until the next day to rule out that the failure is not repeated. After the repairs were completed, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the equipment did not finishing switching on. There was no reported patient or user harm. The device was in clinical use at the time the issue occurred. The field service engineer (fse) found at the source, a cable making false contact. An adjustment was made then the equipment turned on without any problem. The device was returned to use in good working order.